Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event is classified as adverse event. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Outcome attributed to required intervention to prevent permanent impairment damage. Manufacturing facility changed from synthes USA to synthes (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: the 6 hole 3.5mm pubic symphysis plate (02.100.016 lot 6727742) is a component of the 3.5mm low profile pelvic system. The lp pelvic system is intended for pelvic and acetabular reconstructive surgery and fracture fixation. The plate has the following features: uniform cross section, low profile/rounded edges, coaxial combi holes and dynamic compression (dcp) holes (3.5mm low profile pelvic system brochure (B)(4)). A top-level drawing for the plate was reviewed ((B)(4)). The drawings called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawings were found suitable to determine the intended device design, application and dimensional conformity. The product was received under the complaint condition ¿broken: postoperatively.¿ the plate is fractured into two pieces at the left dcp hole. The fractures are clean and appear homogenous from a material perspective. The circumstances which led to the plate breaking were not reported. All that is known from the complaint description is that an x-ray was taken to confirm that the plate was broken and the hardware was removed. As the plate is fractured, the complaint is confirmed. The design is adequate for its intended use and did not contribute to this complaint condition. As information to the cause of the plate break was not provided, it is not possible to determine a root cause of the implant failure. The device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An open reduction internal fixation was performed on the patient when the device was removed. Broken plate was removed easily without additional intervention. There was no surgical delay.

Event description:
Customer facility medwatch (B)(4) was received at complaint handling unit (chu) on (B)(6) 2014. Only corrected and additional information will be provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report states that revealed no complaint related anomalies. The device history record shows this lot of 3.5mm pubic symphysis plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed it to conform with all requirements at the time of acceptance with no anomalies noted. A manufacturing investigation was conducted. The report indicates that all relevant features that could be measured (material, thickness, width) were conforming to product specifications. However, not all relevant features (ball depth, slot width, slot length) could be measured due to the damage to the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.